Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0001038806-2021-01566. The initial reporter's fax number was initially reported as unknown/not provided. E1: fax number was updated.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant in site #30 was removed due to infection. Patient was in a lot of pain. When implant was removed there was a lot of infection at the end of the implant. The bone graft was placed by another doctor. Symptoms as a result of the event: pain & inflammation.